Event description:
It was reported that their was t-wave oversensing (twos) post ventricular pace on stored electrograms (egm). The lead remains in use . No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.